Event description:
It was reported that a stent had dislodged inside the patient. A synergy ous mr 2.75 x 12mm stent was selected for use during a percutaneous coronary intervention. The target lesion was located in the left anterior descending artery (lad). During the procedure, the stent detached distally from the balloon as it was being advanced. The physician attempted to retrieve the undeployed stent but was unsuccessful. Another stent was then used to pin the stent into the ostium of the second diagonal coronary artery. The patient fully recovered.